Event description:
Customer reportedly received result of 270 mg/dl on the advantage system and 71 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer did not return test strips; replacement was sent.